Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during functional endoscopic sinus surgery (fess) the surgeon observed an inaccuracy of about 1 centimeter on the right side of the patient and the left side of patient was accurate. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
The tracer registration performed on the patient was reviewed by medtronic personnel. Though the registration was found to not be ideal, the probable cause of the imprecision could not be linked to the registration method performed. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: patient identifier now updated.